Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device had a malfunction. The device is not working when the sponge is present. There was no patient involvement.